Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d314trg, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a systemic infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.